Manufacturer narrative:
(B) (4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date. Mesh was placed preperitoneally. The pt returned to the surgeon with a recurrent hernia. The surgeon opines that the hernia recurred because the initial mesh was implanted preperitoneally not intraperitoneally.